Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, intermittently that an occlusion alarm occurred. Customers blood glucose was 275 mg/dl. Reportedly, multiple cartridge changes were performed to address the issue.